Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. It was believed that this rv lead was fractured. A different lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The lead fracture allegation could not be confirmed as the lead was electrically continuous. Visual inspection of the lead found that the helix mechanism issue was retracted and dried blood was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. X-ray examination was performed and showed a bent in coils at the lead tip area. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing and bent in coils at the tip of the lead may have contributed to the irregularity in helix function. Patient code 3191 was used due to prolonged procedure.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix issues. It was believed that this rv lead was fractured. A different lead was successfully implanted. No adverse patient effects were reported. Additional information: this report has been updated to include final analysis results.